Manufacturer narrative:
Date of event: unknown. The device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 syr 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.

Event description:
It was reported that 3 syr 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.

Manufacturer narrative:
H6: investigation summary: the investigation was performed based on the photos provided. 2 photos of 1 loose 0.3ml syringe were provided. The customer reported when removing the shield, the needle with the shied was separated from the barrel. The photos were reviewed, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A device history review could not be completed as no batch number was provided. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.